Event description:
Biomed received a vague incident report stating IV ran wide open and gave 80cc of fluid when set to give only 4cc. Attempts were made to obtain additional information from the reporting facility and details were not available regarding patient information, medication involved, or flow rates device was set to. No patient injury or medical intervention was reported during discussion with the hospital staff.